Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive after possible exposure to moisture. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported possible reservoir leaks and noticed that the insulin had spilled. Customer also received an unexpected restart alarm after the battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed a visual inspection using and found reservoir barrel and found a large crack at the reservoir. Also, performed pre-fill reservoir test and found leakage anomaly during filling.